Event description:
International affiliate reports that during a transforaminal lumbar interbody fusion (tlif) procedure, the scrub nurse loaded the leopard cage implant incorrectly and when the surgeon impacted this, the implant broke. All fragments were removed from patient. The same size leopard cage was available and was implanted in the patient. There was no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The leopard 5 degree lordotic cage was returned for evaluation. Visual inspection revealed that the cage had fractured into two solid fragments. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the leopard implant was conducted on the specific product code from this complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. This analysis found no systemic trends that require further action. The root cause cannot be positively determined however the observed damage is consistent with the reported event in which the scrub nurse loaded the implant incorrectly and it broke upon impaction. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.